Event description:
Boston scientific received information that this right ventricular (rv) lead displayed pacing impedance measurements of greater than 3,000 ohms with no capture. A lead fracture was confirmed. A revision procedure was performed and the lead was surgically abandoned. During the procedure, the physician elected to explant and replace the chronic device due to difficult anatomical access. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.